Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have the snake wrist cover torn. The tears measured roughly .387"- .567". The wrist cover torn and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The probable root cause can be attributed to damage during various handling points, including installation or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to articulate the stapler along the fissure of the lung properly. The surgeon tried to straighten the stapler for the assist to remove however the articulating joint was caught on the port cannula. Once removed, the scrub nurse inspected the stapler and noticed a tear along the black joint cover and the stapler was removed from the field and replaced with a new stapler. The procedure was completed as planned with no reported injury. No fragments fell into the patient.